Event description:
It was reported that, during a tachycardia episode, the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing inhibition greater than two seconds. It was noted that the patient was admitted to the hospital and the health care professional (hcp) was going to discuss further with the physician. At this time, this crt-d remains in service and there were no additional adverse patient effects reported.